Manufacturer narrative:
Zimmer biomet complaint (B)(4). Country of event occured:(B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Following the revision procedure, patient started having serous secretion from the wound. This was not an adverse event related to the device, but rather related to the procedure. Patient was treated with antibiotics given orally for two weeks and complication was resolved. Wound was noted to have healed nicely at the post operative follow up visit.